Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level over 600mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids, and was released the following day with no permanent damage. Customer alleged pump did not deliver insulin as intended. Reportedly, the customer disconnected from the site, delivered a bolus, and saw no drips coming from the end of the infusion set tubing. Reportedly the customer reverted to manual injections for insulin therapy.